Event description:
Customer would not wake up. Family member took patient blood glucose and received a reading of 133mg/dl. Emergency medical tech's were called and the emergency medical tech's received a result of 20mg/dl. The customer was given an IV and then taken to the hospital. The customer was admitted to the hosp. No controls were in use. A request was made for the return of the suspect device and replacment product was sent.